Event description:
It was reported that the patient implanted with this right atrial (ra) lead had an infection. Reportedly, the patient experienced bleeding from the wound. Furthermore, the device has been exposed. A revision was performed and the pacemaker along with the non-bsc leads were explanted. There were no additional adverse patient effects reported. These explanted products were discarded by the explanting facility. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)